Manufacturer narrative:
The actual device was visually examined. Results: our records indicate that this is the only complaint of this nature received for the given lot number. The mr210 chamber body and aluminium base are deformed. The aluminium base has not been rolled properly. There is a gap between the chamber body and the aluminium base. The gasket is offset. Conclusion: this type of failure is caused if the chamber is offset during rolling. However, this defect should have been picked up by the operator during the visual inspection. Production staff have been informed of the occurrence.

Event description:
A hospital reported to our distributor that a mr210 humidification chamber body and base were deformed prior to use.